Manufacturer narrative:
Product analysis the device was returned with the thumbswitch in the ¿on¿ position, and the cutter was positioned in the cutter window, the thumbswitch was then fully advanced and the cutter advanced approximately 25mm into the housing, the thumbswitch was then fully retracted and the cutter returned to the cutter window and rotated, there was no issue with advancing and retracting the thumbswitch and cutter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atherectomy procedure using the hawkone m device in the proximal right superficial femoral artery with a fibrous lesion, a mechanical jam occurred when the device would not pack after the first pass in the lesion and the thumbswitch would not fully engage forward. The utter was outside the hosing during device removal from the patient. The vessel was pre-dilatedwith a 3mm x 150mm nanocross, embolic protection was used with a 4mm spider, a spider guidewire was utilized, and a 6f cook ansel sheath was employed. The device was safely removed and cleaned according to instructions for use, but the issue persisted. Another h1-m device was opened and used without incident to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.